Manufacturer narrative:
Physio-control observed that the device was unable to read ECG or perform therapy due to a disconnected pcb-mounted jack connector, designator j12, at its mating cable-mounted plug connector, designator p12, on the therapy connector cable. After reconnecting the connector and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device would provide defibrillation shock during testing. The customer replaced the cables and checked the connectors, however, it did not resolve the issue. In this state, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would provide defibrillation shock during testing. The customer replaced the cables and checked the connectors, however, it did not resolve the issue. In this state, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.